Manufacturer narrative:
This device was disposed of by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. This complaint will be logged for trending purposes. The DHR was reviewed and no discrepancies were found. A 12 month complaint history review showed one other instance with the same failure. That failure occurred with the same surgeon, at the same facility, and using the same generator as this reported failure. The generator (sn# (B)(4)) was last returned for service in (B)(6) 2009 and was found to function as designed.

Event description:
During a procedure the end of the pks needle shaft melted, approx 10-15mm of the shaft cover melted while in use inside the pt. All parts were recovered from the abdomen laparoscopically. No pt harm.